Manufacturer narrative:
The product involved in the alleged incident was not returned; therefore, a physical evaluation was performed on a retained sample from the same lot, yielding results within specification. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that the herculite ultra composite was radiolucent on x-rays for four (4) patients. This is the fourth of four (4) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. It was reported that the doctor completed the restoration and took an x-ray for insurance purposes. On the x-ray, the doctor discovered that a radiolucent composite restoration. The doctor drilled out and replaced the restoration for the patient. To date, the patient is doing fine. An evaluation is anticipated but has not yet begun.